Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the locking wheels were not properly adjusted causing them to disengage and remain in the extended position when the carriage was undocked. This allowed the rails to slide instead of the wheels rolling, causing the reported event. To resolve the issue, the technician adjusted the locking mechanism of the transfer carriage, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician removed the damaged loading cart from service and is pending a replacement. A follow-up report will be submitted once the loading cart is replaced.

Event description:
The user facility reported that while an employee was unloading their sterilizer, their evolution transfer carriage became unstable and fell, damaging the loading cart. No report of injury.